Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed over-sensed noise noted on the right ventricular (rv) lead. No intervention was performed. There were no patient consequences.